Event description:
Customer reported that the insulin pump returned multiple no delivery alarms during basal. During troubleshooting, customer received another no delivery alarm. Blood glucose level was 91.8 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.